Event description:
The tiger tube device had been placed in a pt in ICU 14 days prior to the event, which occurred in 2004. The pt was a pugh-child's c cirrhotic from alcohol abuse. As the pt progressed in their care and was nearing time for release from ICU, the c-njft -14-f, tiger tube was to be removed, their baseline inr was 3.5, given their hepatic dysfunction. As a paracentesis was planned, after 18 hours of receiving 6 units of ffp and 20 units of cyro, their int was 1.9, which was the lowest during their stay in the hospital. All central lines were removed and the paracentesis was performed with no complications. Upon removal of the tiger tube, which had been in place for 14 days, it was noted the proximal tabs were soft and the distal tabs, which were in the duodenum, were hard and sharp. Although the tube was removed with little difficulty, shortly after remvoal, the pt developed an upper gi bleed. An og was placd, however, the pt lost a total of 600c of blood in a few mintues. Their hemoglobin dropped by 10 points and they were given 4 u prbc. An upper gi endoscopy found a mucosal laceration on the lesser curve of the stomach at the incisura, with an adherent blood clot in the stomach (esophagus and duodenum normal). There were several gastric mucosal lacerations with only minimal blood seeping from them. The pt aspirated a fair amount of blood before the physician's ability to rapidly re-intubate the pt. The pt was on life support in critical condition. The life support was removed and the pt died a week later.